Event description:
Report received from the USA stating that the device was "running warm" during a routine inspection. The device was used in surgery. No injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates that this is due to usage wear over time. The event was confirmed. If additional info is received, a supplemental report will be sent.